Event description:
Caller reported a cgm error, but there was no adverse impact to the customer's blood glucose level. Customer followed guidance from technical support, performing a pump reset, and successfully started their sensor session without encountering the error again. No additional information was received regarding the outcome of the event.